Event description:
The customer reported the during an unspecified procedure, when the processor connector was moved, the image got blurry. There was no patient or user injury reported. No further information was provided. The subject device was returned to an olympus service center for evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service observed a blurry image due to a contaminated objective lens. The blurry image was resolved once the lens was polished. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during the device evaluation, service found there was a chip on the objective lens. The insertion tube had a buckle above the bending section. The control boy customer barcode was recommended. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.